Event description:
IT WAS REPORTED THAT THE PATIENT DIED. A LEFT ATRIAL APPENDAGE (LAA) CLOSURE PROCEDURE WAS BEING PERFORMED. A WATCHMAN ACCESS SYSTEM (WAS) AND A 31 MM WATCHMAN FLX LAA CLOSURE DEVICE & DELIVERY SYSTEM (WDS) WERE SELECTED TO BE USED. PRE-PROCEDURE IMAGING SHOWED A PERICARDIAL EFFUSION ALREADY PRESENT, BUT THE PROCEDURE WAS CONTINUED. THE PHYSICIAN POSITIONED THE WAS IN THE LAA OF THE PATIENT AND THEN INSERTED THE WDS. THE CLOSURE DEVICE WAS DEPLOYED AND SUCCESSFULLY IMPLANTED IN THE LAA OF THE PATIENT. POST RELEASE IMAGING SHOWED THAT THE PERICARDIAL EFFUSION HAD INCREASED. THE PHYSICIAN PERFORMED A PERICARDIOCENTESIS DRAINING 800CC OF FLUID FROM THE PATIENT. IN ADDITION, THE PATIENT REQUIRED RESUSCITATION BEFORE THEIR VITALS STABILIZED. THE PATIENT WAS THEN TRANSFERRED TO THE CARDIAC CARE UNIT FOLLOWING THIS EVENT. THE NEXT DAY THE PATIENT EXPERIENCED A MASSIVE CARDIAC HEMORRHAGE AND THE PATIENT DIED AS A RESULT.

Manufacturer narrative:
E1: INITIAL REPORTER PHONE NUMBER IS (B)(6); REPORTED HERE AS PHONE NUMBER EXCEEDED CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
It was reported that the patient died.A left atrial appendage (LAA) closure procedure was being performed. A WATCHMAN Access System (WAS) and a 31mm WATCHMAN FLX LAA Closure Device & Delivery System (WDS) were selected to be used. Pre-procedure imaging showed a pericardial effusion already present, but the procedure was continued. The physician positioned the WAS in the LAA of the patient and then inserted the WDS. The closure device was deployed and successfully implanted in the LAA of the patient. Post release imaging showed that the pericardial effusion had increased. The physician performed a pericardiocentesis draining 800cc of fluid from the patient. In addition, the patient required resuscitation before their vitals stabilized. The patient was then transferred to the cardiac care unit following this event.The next day the patient experienced a massive cardiac hemorrhage and the patient died as a result.

Manufacturer narrative:
E1: Initial Reporter Phone Number is(b)(6); reported here as phone number exceeded character limit for designated field.Device Technical AnalysisThe WATCHMAN FLX Left Atrial Appendage Closure Device with Delivery System remains implanted; therefore, returned device analysis could not be completed.Device History Record ReviewA review was completed of the Device History Records (DHR) for the WATCHMAN FLX Left Atrial Appendage Closure Device with Delivery System, Part # M635WS50310 Batch # 0037068456. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.Labeling ReviewThere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. WATCHMAN FLX Left Atrial Appendage Closure Device with Delivery System Instructions For Use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include Pericardial Effusion (PE) with cardiac tamponade, Bleeding (major hemorrhage), and death (hospitalization, resuscitation, additional device required).Risk ReviewA Risk Review was completed and confirmed that the events of Pericardial Effusion (PE) with cardiac tamponade, Bleeding (major hemorrhage), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBased on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.